Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a raw irritation due to garment clasps rubbing against skin. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient reported being prescribed an ointment and powder. Patient also reported using an anti-fungal spray. Follow up indicated that the ointment and powder are helping with the skin irritation.